Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents composix kugel (device #2). An additional supplemental MDR was submitted to represent the composix kugel (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2008 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of composix kugel (device #1). Per op notes, "a composix kugel (device #1) was placed and sutured." On (B)(6) 2008 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with explant of composix kugel (device #1) and implant of composix kugel (device #2). Per op notes, "the mesh (device #1) rolled upon itself was excised completely and a composix kugel (device #2) was placed and sutured." On (B)(6) 2009 - patient was diagnosed with intra-abdominal abscess, partial small bowel obstruction and pain. On (B)(6) 2013 - patient was diagnosed with recurrent incarcerated incisional hernia, bowel obstruction thereby underwent open repair with implant of bard flat mesh (device #3). Per op notes, "a bard flat mesh (device #3) was placed along with the prior mesh (device #2) and sutured."